Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl which was treated with a manual injection. Customer's blood glucose value was 255 mg/dl at the time of the call. Customer reported high blood glucose levels for a week. Troubleshooting was performed. The drive support cap appeared normal. The customer declined to check for leaks or air bubbles, site or insulin issues, and device settings. The insulin pump passed the high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.